Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through review of the event history log but further evaluation was not conducted due to the symptom being over looked during the service process. Pump was serviced to ensure proper functionality before being returned to the customer.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.